Event description:
The end user's spouse alleges the end user's unit went out of control while they were riding unit and they ran into a wall. The end user sustained a deep cut on their left leg. End user's spouse stated their doctor later discovered a blood clot that required surgery to remove.